Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID (B)(6) lot# serial# (B)(6) implanted: (B)(6) 2010 explanted: if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via the representative reported the cause of the inability to aspirate was not determined. The representative also reported explanted device was disposed of by the facility.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, lot# n239822011, implanted: (B)(6) 2010, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a company representative regarding a patient who was receiving baclofen 3000mcg; 250 mcg and morphine 10 mg/ml; 0.832 via an implantable pump. Indication for use was intractable spasticity and spinal cord injury/spinal cord disease. Other medications the patient was taking at time of the event were not available. Patient weight and medical history were asked but unknown. The date of the event was unknown. It was reported the patient was not receiving a therapeutic dose. A dye study was attempted but were unable to aspirate. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. A catheter revision was performed. The issue was resolved. Patient status at time of this report was alive - no injury. No further complications were reported.